Event description:
It was reported that, "the inner package was torn. We felt the sterility of the implant was compromised. We had to open a different implant. Used std (B)(4).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.